Event description:
It was reported that the insulin pump alarmed button error when in the restroom. It was noted that the buttons may have been held down in the restroom. Customer's blood glucose reading at the time of the call was 390 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to moisture damage on keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.